Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, while harvesting the suture, the physician discovered the whole suture loop came out of the arteriotomy. The device and suture were removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.